Event description:
It was reported to boston scientific corporation that an injection gold probe device was used for hemostasis in the duodenum.according to the complainant, during the procedure, the needle got stuck in the out position and would not retract back into the sheath. The physician completed the procedure with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used for hemostasis in the duodenum. According to the complainant, during the procedure, the needle got stuck in the out position and would not retract back into the sheath. The physician completed the procedure with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The returned device was evaluated. The complaint of the needle not being able to retract was not able to be confirmed. The needle was able to extend and retract normally after actuation of the handle. The device was noted to have a kink in the catheter, however, this did not interfere with the needle extending, or retracting, during testing. Based on the results of the investigation, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been complete. Upon completion of the failure analysis of the complaint device a supplemental medwatch will be filed.